Event description:
A blood leak occurred immediately after the start of treatment on event date. The leak occurred at the initial use. The filter was disposed at the facility. The patient was well. Co asked for further information including the severity of blood loss, but so far co could not obtain the information. Other 2 cases of leak were reported from this facility.